Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02890. It was reported the patient fell and lost effective therapy with their system. Diagnostics indicated that both leads migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was established post-operatively.